Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 9) after loading a new cartridge. Reportedly, the cartridge was filled with 480 units or less. Additionally, it was reported that the customer had received an inaccurate fill estimate. The customer reported loading the cartridge with between 300 and 350 units, however the pump displayed 135 units. Reportedly, after using the cartridge until the pump displayed "close to" 0 units, the customer reloaded the cartridge and the pump displayed additional insulin available. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.